Event description:
The service repair tech reported that during routine testing of the device at the service center, the electronic pt gas system (epgs) failed the automated test equipment (ate) tester, line 32. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The srt replaced the suspect stepper motor. With this component replaced, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filled accordingly.